Event description:
It was reported that the patient was not able to adjust stimulation. Display showed "call your doctor" icon with a por (power on reset) condition. The patient had back surgery yesterday. The patient turned therapy off prior to surgery - but now could not turn stim on. Additional information received noted that the manufacturer's representative met with the patient on sunday, (B)(6). The re presentative rebonded programmer to implant, turned it on, and everything was fine and normal. All programs were there. The patient restimulated as when it was turned on. No change in program or stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va05xpd, implanted: (B)(6) 2013, product type: lead. (B)(4).